Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that another manufacture's right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited oversensing of noise with pacing inhibition that led to greater than two seconds of asystole. A procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. It was noted that the patient is an amputee of the right arm and right leg and uses a crutch on his left side which is the same side as the ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.